Manufacturer narrative:
B3.: date of event, unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that during testing. Error code 41987 was found. There was no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged air detector, a delaminating downstream occlusion (dso) seal as well as a buckling upstream occlusion (uso) seal. There was also corrosion on the printed wire assembly (pwa) board which was deemed to be the cause of the reported issue. The air detector, dso/uso seals and pwa board were replaced to fix the issue.